Manufacturer narrative:
(B)(4).the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a low anterior resection, the device did not cut and did not complete inosculate. Another device was used to complete the case. There was no patient consequence.